Manufacturer narrative:
Hospital electricians resolved electrical supply issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to start due to external electrical supply issue on a allura xper fd10 f. The clinical use of the system was outside of use. There was no reported patient or user harm.